Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device system was explanted due to infection one month after implant. The patient presented to the hospital with incisional discomfort, upon assessment, the device eroded through the pocket and swelling was present. The system was explanted and a biopsy was performed. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.